Event description:
It was reported that the customer experienced a low blood glucose (bg) level; value was not provided. Low bg cause was not known. The customer's husband administered a glucagon shot and the customer drank juice and milk to address bg. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.